Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 11:30 pm, the patient obtained the blood glucose reading of 230 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. At that time, the patient experienced no symptoms of high or low blood glucose levels. After this reading, the patient took an increased dose of insulin, four units novorapid insulin instead of two units. The patient allegedly lost consciousness "until the next day." The patient did not report receiving any medical attention or treatment. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore, this complaint is being reported.